Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the anchor broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-1, biocomposite corkscrew®, batch 15295584, was received for investigation. Visual evaluation noted that the anchor was damaged/warped. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Refer to investigation photos. Complaint allegation is confirmed.